Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the thread broken in several pieces. The thread in the open sample received has been degraded by hydrolysis; due to this fact the needle was also detached from the thread. However, after checking the aluminum pouch received, we could not identify the root cause of the defect because the whole aluminum pack is not available. The right part of the pack is missing (the area of the fourth sealing). No damage or defect has been found in the received aluminum pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. We assume that the defect is in the missing part of the aluminum pouch. It has been determined that the number of units affected is undetermined but must be very low and the thread very degraded. Moreover, no further complaints have been received for the involved code-batch. Without more samples a proper analysis cannot be done. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. A six-sigma project is on-going. Corrected data: device code in h6 modified after the analysis results.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that when opening the package, the needle was found detached.